Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they called emergency medical services and customer was hospitalized due to unconscious with hypoglycemia and seizures on (B)(6) 2021. The customer¿s blood glucose level was 26 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with glucagon shot and food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer declined the troubleshooting. The device will not be returned for analysis.